Manufacturer narrative:
The investigation found that the returned anchor had a tear on one of the silicone loops. There were no missing or detached pieces from the anchor. The root cause of the damaged silicone loop could not be determined. A review of the complaint records revealed that this is the first occurrence of this failure mode for this lot. H6 codes have been updated in this report.

Event description:
The device was returned and analyzed.

Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that during a scheduled lead revision procedure, the anchor was found to have been torn. It was unknown what caused the anchor to tear. No injuries were sustained by the patient and the entirety of the anchor was removed. The anchor was replaced and the procedure completed with no further complications.